Event description:
The customer reported a malfunction with their pump, which occurred during an attempted update. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided assistance in resetting the pump, but the malfunction persisted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.